Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper and lower case halves were broken, the display lens was broken, both bail covers were broken, the ring and ring cover were missing, the battery contacts were compressed, and the keyboard window was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection on the external pulse generator (epg) at the atrial terminal was loose and was not able to connect to the cable. The epg was returned for service. No patient complications have been reported as a result of this event.